Event description:
It was reported the physician was performing an arthroscopic procedure using a coblator ii surgery system. Intra-operative, the physician noted the displayed coagulation settings on the coblator fluctuated intermittently on their own. The physician was able to complete th e procedure with the coblator. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age, gender and weight were requested but not received.